Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was below 40 mg/dl. Customer was treated with carbohydrate. Customer stated insulin pump had reservoir compartment anomaly and reservoir was able to lock in place when inserted into insulin pump but reservoir was loose. Customer stated insulin pump delivery was stopped with no active insulin alarm. Customer did not wish troubleshooting for low blood glucose level. It was unknown that customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir retainer. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device communicated properly with the guardian link 3 and the test plug. No unexpected suspend alert noted during testing. (B)(4).